Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is still complaining of pain at their pocket site but their nausea and vomiting are much better. The patient had a history of chronic pain so they are trying to sort through it. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that patient is still having pain issue. She is going to do a revision on the pocket but it hasn't been scheduled yet. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp moved their battery more medial on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.